Event description:
Information received by medtronic indicated that the customer had a pairing issue between the pump and the minimed mobile application. Troubleshooting was performed and advised to force close the minimed mobile application, unpair the bluetooth and restart the mobile phone; however, the issue could not be resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An attempt to reproduce the reported event using minimed mobile app (software version 1.3.2) installed on google pixel 3 xl (android 12) with 780g pump (software ver. 6.7v.3) was conducted, and it was confirmed the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications - d00780504. After conducting a thorough investigation, we observed a single occurrence of bonding loss in the logs. The failure of bonding seemed to be a result of a 30-second timeout that occurred because the user did not confirm the pairing on the system dialogue, which appeared twice. No problems were detected with the app's performance. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: to disconnect phone from another bluetooth devices. To delete the pump pairing from the mobile device's bluetooth settings. To remove the phone from the list of associated devices on pump. To disable battery optimization for mmm app. To clean data of the system bluetooth app. To reset network settings. To stay on pairing screen during the pairing process. To try to pair the pump and device in another location, with a lower potential level of electromagnetic noise. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.